Event description:
It was reported that pump displayed malfunction alarm with code 12 and fault ID 12¿0x2071, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.